Event description:
Patient was scheduled for percutaneous intervention of right sfa. Approximately 300mm long, diffuse lesion, no calcium was noted. Physician pre-dilated lesion with pta balloon, and a 7mm x 150mm protege stent was flushed with heparinized saline at both standard luer lock connection ports and inserted into mid sfa overlapping a previously deployed 6mm x 150mm protege stent. During retraction of outer sheath resistance was encountered in the outer catheter deployment handle. While physician pulled handle the delivery catheter snapped (inner catheter - three pieces / outer catheter - two pieces). Approximately 30mm of stent was partially deployed when delivery catheter snapped. Physician noted that outer catheter was locked and stent could no longer be deployed as intended. Attempts to retract remaining outer delivery catheter using hemostats for grip were unsuccessful. Physician noted that the outer catheter was very brittle and began to disintegrate into small fragments. Physician then retracted entire stent proximally to a position superior to the more distal 6mm x 150mm stent. Further attempts to retract remaining outer delivery catheter using hemostats for grip were unsuccessful. Physician then exchanged to a 10fr sheath and utilized an 8fr guide catheter to recapture 7mm x 150mm stent. The physician noted that the stent fractured as it was pulled into the 8 fr guiding catheter. All stent device components were then withdrawn into the common femoral artery. With assistance of a vascular surgeon, an arteriotomy was performed to extract the stent. The distal section of the stent was completely separated from the remainder of the un-deployed / sheathed stent. The physician was able to maintain wire position and then deployed a stent to complete the procedure. Successful closure of the arteriotomy was performed and the pt was resting comfortably post-procedure.

Manufacturer narrative:
Stent was not returned for analysis.